Event description:
A report was received that the patient got burned, which was confirmed by the physician, while charging her ipg . The patient described the burn as a small blister over the ipg site. No medical treatment was provided as the burn was getting better.

Event description:
A report was received that the patient got burned, which was confirmed by the physician, while charging her ipg . The patient described the burn as a small blister over the ipg site. No medical treatment was provided as the burn was getting better.

Event description:
A report was received that the patient got burned, which was confirmed by the physician, while charging her ipg . The patient described the burn as a small blister over the ipg site. No medical treatment was provided as the burn was getting better.

Manufacturer narrative:
It is indicated that the charger will not be returned for analysis. A review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.